Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump's screen was graying out. The customer's blood glucose level was unknown at the time of the incident. Customer mentioned colors were very pale. Customer also mentioned she had color vision problems. The insulin pump will be returned for analysis.